Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the patient for an unknown endovascular treatment. A secondary procedure had been scheduled to extend with another endoprosthesis for abdominal thoraco fixation, but this surgery didn't go ahead and it was reported the patient had not had a follow up. Approx. 1 year post procedure, it was reported the patient suffered a stroke and expired. Per the physician the cause of the death was presumed to be reoccurring pneumonia. No additional clinical sequelae were reported.